Event description:
It was reported that during a cardiac ablation procedure, after transseptal access was completed the physician attempted to aspirate the sheath and obtained no blood and only air, with a potential valve issue alleged. The physician reinserted the dilator and guidewire into the sheath to reposition and then removed them again, but aspiration again yielded no blood and only air. The physician removed the entire system, performed a repuncture, and requested and used a new contour sheath, after which aspiration was successful and there were no further issues. The case was completed with pulsed field ablation.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.